Event description:
Healthcare professional reported right side seroma-late and capsular contracture baker grade unknown. Device remains implanted.

Manufacturer narrative:
Phone number continued: (B)(6). Fax number continued: (B)(6). Zip code continued: (B)(6). The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, capsular contracture baker grade unknown.